Manufacturer narrative:
The actual device has been received and forwarded to our quality engineer. When the evaluation summary is received, I will file a supplemental report.

Event description:
It was reported that, "during a surgical procedure the grasper jaw broke off. The surgery was extended to retrieve the broken jaw.